Event description:
It was reported that the insulin pump alarmed motor error and no delivery. Customer's blood glucose was 207 mg/dl. Troubleshooting was done. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Reference manufacturer report number 2032227-2014-15968.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime, and excessive no delivery alarm test. The motor passed the motor test. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.